Event description:
Laparoscopic procedure (placement of composix ex), cartridge of 50q used. After 35 'shots', the q-tip allegedly got stuck in the mesh. The surgeon pulled the salute back. He noticed that the tip was broken and allegedly remained in the mesh in the pt.